Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a vessel puncture closure of the unspecified vessel using the pre-close technique prior to the procedure. Reportedly, a cuff miss occurred. Hemostasis was achieved with another device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initially filed MDR report, the following additional information was provided: this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 7f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. The sutures of two new proglides were successfully pre-placed. The sheath was upsized to a 12f sheath and the procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.